Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic video was provided in which two deployed clips can be visualized; there is no cds or sgc in view indicating the video was taken post deployment of the second clip (reported device). Per the reported incident details, the second clip was implanted lateral to the first clip which anatomically corresponds to the top clip observed in the video. The clip arm angle of the second clip (reported device) appears to be ~25° - 35°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, it is evident that the second clip is opened to a larger degree than the first clip when comparing the tip-to-tip distance of the two clips; the second clip (top) has a larger tip-to-tip distance than the first clip (bottom), indicating a wider arm angle. Based on the images provided, the post deployment clip arm angle is consistent with the reported post deployment arm angle of ~25°. However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). The post deployment state of the clip in the video does present with a larger arm angle beyond the fully closed position per the instructions for use; with no pre-deployment cine for comparison, a clip arm angle change cannot be confirmed via cine evaluation to definitively assess for a post deployment cowl. There are no other observations based on the video provided.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was positioned and deployed without issue. A second clip was positioned and deployed lateral to the first clip. However, post-deployment, the second clip opened from completely closed to approximately 25 degrees. Despite opening, mr was reduced to grade 2+. There was no clinically significant delay in the procedure.